Event description:
It was reported the camera head had a broken video connector. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding of connectors and unable to connect due to connector damage. Based on the results of the investigation and information obtained from this complaint, the most probable cause of the complaint is an expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.